Event description:
It was reported the pt's system stimulation was autoreducing. F/u identified lead diagnostics showed invalid impedance values for the scs lead. A sjm rep was able to resolve the issue with reprogramming. On (B)(6) 2013, it was reported the pt's system stimulation was autoreducing upon being turned on. Further investigation identified lead diagnostics showed invalid impedance values for the scs lead. A sjm rep was able to resolve the issue with reprogramming; however, the pt wants his scs system replaced. The pt is to consult with a physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.